Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the cardiac resynchronization therapy defibrillator (crt-d) implant, there was an alert for high, undefined impedance on the right ventricular (rv) lead. High rv lead threshold was also noted. The physician noted that they were getting normal measurements through the analyzer but out of range through the device. The following day, the device was explanted and replaced. No patient complications have been reported as a result of this event.